Event description:
A ureteral stent was placed in each ureter of a pt diagnosed with breast cancer that had spread rapidly to the liver, bones and retroperiteneum. The stent had been indwelling for three days when the pt went into renal failure. An emergency nephrostomy was performed. The nephrostomy restored normal drainage. The stent wa not removed until 2006 and a competitor's stent was placed in both ureters. Twenty-five days later, the competitor's stents stopped draining. No additional info was received. This was the first of two occurences on same, different ureter.